Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). Livanova (B)(4) requested the device for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump turned off during setup. In addition, an error message was displayed on the module. The perfusionist reconnected and restarted the device but such action did not solve the reported issue. There was no patient involvement.

Manufacturer narrative:
The defective pump was returned to livanova (B)(4) for investigation. During the investigation the reported issue could be reproduced and could be traced to a bad soldering joint the processor board. After replacement of the processor board subsequent testing did not find further issues. Corrective actions are in progress for this issue.